Event description:
Complainant alleged that during biomed testing, the device displayed ¿system fault 36¿, ¿system fault 37¿, ¿defib fault 85¿ and ¿paddle fault¿ messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp had received the product and will be providing a follow-up report when our investigation is completed.